Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure on (B)(6) 2015. Refer to manufacturer report #3005099803-2015-03116 for the other associated device information. It was reported to boston scientific corporation that a wallflex biliary rx fully covered removable stent was implanted to treat a benign biliary stricture during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient has a history of sclerosing cholangitis. Two plastic biliary stents and a wallflex biliary uncovered stent previously placed in the patient. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included fever/chills. Baseline liver function tests were also taken on (B)(6) 2015. The patient underwent endoscopic retrograde cholangiopancreatography (ercp), CT scan, intraductal biopsy, and brushing imaging and tissue sampling. The results of the intraductal biopsy and brushing were both benign. On (B)(6) 2015 the stent placement procedure was performed as an inpatient procedure. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics were not administered. Prophylactic nsaids were administered. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. A previously placed biliary stent was not removed at the time of this procedure. A biliary sphincterotomy was not performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. The wallflex biliary rx fully covered removable stent was placed using ercp. Biliary stone extraction, brushing, and intra ductal biopsy were performed during the ercp procedure. The 10mm x 40mm wallflex biliary rx fully covered removable stent was placed in a satisfactory position across the stricture. On (B)(6) 2015 the patient presented with pain and elevated lipase three times the upper limit of normal. The physician confirmed that the patient had pancreatitis. The patient required medication and prolonged hospitalization. The pancreatitis was treated with ringer lactate and bowel rest for 48 hours. The pancreatitis had resolved on (B)(6) 2015 and the patient was discharged from the hospital. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.